Manufacturer narrative:
(B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Event description:
The customer generated an architect havab-m (B)(6) patient result of (B)(6) when reagent lot 01328l100 was in use. The customer recalibrated the assay, spun the sample and reassayed the specimen in duplicate and generated results of (B)(6), respectively. The customer obtained a new lot of havab-m reagent and reassayed the sample and generated a (B)(6) havab-m result of (B)(6). There was no impact to patient management.